Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time..

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that the display was blank and that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump powered up with the returned battery cap to a fully illuminated display. The display was not blank. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump including the keypad circuit and display flex cable. The alleged blank display was not duplicated during investigation.